Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's g5 mobile application unexpectedly shut down at night, while their continuous glucose monitor (cgm) continued to work. No additional patient or event information is available. Data investigation is pending.